Manufacturer narrative:
(B)(4).

Event description:
In the context of discussing a volume discrepancy, the patient's healthcare provider (hcp) indicated that "they had had things where the numbers did not quite match up. It was like an older pump, and then it was a gradual thing where we saw things get worse over time." It was unclear if the hcp had referenced a prior volume discrepancy. It was also unclear if multiple patients or pumps had experienced this issue. The medication used within the system was unknown.

Event description:
Additional information received reported the pump was used to deliver dilaudid and bupivacaine. The cause of the event was the patient tampering with the pump. The patient was aspirating the pump for intravenous injection. The pump had since been filled with saline. A catheter dye study and rotor study were performed and were "normal."

Manufacturer narrative:
(B)(4).